Manufacturer narrative:
Na

Event description:
It was reported that the ventilator stopped delivering breaths to the pt with a constant audible alarm. It was also reported that earlier in the evening, the ventilator had restarted three different times. The pt was placed on another ventilator. No pt harm reported.